Manufacturer narrative:
H6: investigation summary/ this complaint is for misidentification of alpha hemolytic strep as arcanobacterium when using phoenix panel pmic/ID-107 (448607) batch number 0210485. The customer did not provide panels, isolates, or lab reports for investigation. It is to be noted that the complaint batch was not available at the time of investigation. To investigate, a total of four retention panels from the same catalog number as the complaint batch, but different catalog number were tested using bd isolates of streptococcus gallolyticus (pos1132) and arcanobacterium haemolyticum (a9345) on a phoenix instrument and evaluated for identification results. Two panels were run with streptococcus gallolyticus (pos1132) isolate and two panels were tested using arcanobacterium haemolyticum (a9345). During investigation, all panels identified correctly. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed four additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107 misidentification was observed by the laboratory personnel. A reference lab test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that mis ID of alpha hemolytic strep as a arcanobacterium. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107 misidentification was observed by the laboratory personnel. A reference lab test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that mis ID of alpha hemolytic strep as a arcanobacterium. "